Event description:
The patient reportedly experienced inflammation and effusion at the implant site. The inflammation prevented the headpiece from coupling with the implant. The patient's device was explanted. During surgery, a hematoma over the implant was reported. The patient was implanted with another advanced bionics cochlear implant.